Event description:
Caller states patient tested 227 mg/dl on the advantage system and 92 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Caller did not know which system produced the discrepant result of 227 mg/dl. Reference medwatch report with (B)(4) for the second suspect device reported.

Event description:
It was reported, that doctor pushed irrigation button and white tip that plugs into the battery shot out and landed on the patient. Allegedly, surgery was delayed by 45 minutes and the drapes had to be torn down and re-sterilize the field.